Manufacturer narrative:
Block d2b. Additional pro code: qon. Block g4: additional premarket/510 (k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection, implant pain which is addressed in the product labeling and risk documentation.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) complained of pain at the implant site. Infection was found. The device was explanted, and the infection was treated with antibiotics. The patient denies site pain following explanation of the device. No further patient complications were reported.